Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the hst iii system (4.3mm) was defective-the punch came up after punching. A new hsk was used to complete the procedure. No injury was reported.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/09/2023. An investigation was conducted. Signs of clinical use and and no evidence of blood was observed. The aortic cutter case was observed to be split at the base of the aortic cutter. The aortic cutter was observed to be deployed. There were no visual defects observed on the aortic cutter needle. No other visual defects were observed. Based on the returned condition of the device and no specific failure reported as well as the evaluation results, the analyzed failure "break" was observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000261119 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Event description:
N/a.